Event description:
The pt report that for 6 days prior to hospitalization, pt could neither eat nor sleep. Pt began to vomit on 04/08/2000. Meter readings on pt's touch profile meter ranged from 53 mg/dl to 80 mg/dl for two days prior to the alleged event, with a reading of 311 mg/dl on 04/08/2000. Pt was transported to the hospital on 04/10/2000, 3 hrs after a result of 80 mg/dl on pt's meter. Pt was given insulin IV in the ER, admitted to the hosp with a diagnosis of diabetic ketoacidosis and released on 04/17/2000.